Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600620 chronic catheter allegedly experienced failure to bond. This report was received from a single source. This event did involve patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported loss of or failure to bond. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600620 chronic catheter allegedly experienced failure to bond. This report was received from a single source. This event did involve patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600620 chronic catheter allegedly experienced failure to bond. This report was received from a single source. This event did involve patient with no patient injury. Age, weight, and gender were not provided for the patient.